Manufacturer narrative:
The investigation has determined that lower than expected, vitros glu and vitros crea results were obtained when processing a single non-vitros biorad l3 control fluid on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The historical vitros glu and vitros crea quality control data show the reagents were not performing as expected in regards to precision. Therefore, reagent performance cannot be ruled out as a contributing factor. Diagnostic within-run precision testing to verify the instrument performance was requested but not provided. The instrument is reporting tx7-101 condition codes (ambient temperature is high) indicating an issue related to the temperature in the laboratory could be impacting instrument performance. Therefore, the instrument cannot be ruled out as a contributing factor. In addition, based on the unacceptable performance for multiple assays using the same quality control fluid, an issue related to the user's quality control fluid handling protocol cannot be ruled out as a contributing factor.

Event description:
A customer obtained lower than expected vitros glu and vitros crea results when processing a single non-vitros biorad l3 control fluid on a vitros 5600 integrated system. Biorad multiqual (lot45793) level 3 glu result 582, <20 mg/dl versus an expected result of 342.5 mg/dl. Biorad multiqual (lot45793) level 3 crea result 0.110 mg/dl versus an expected result of 6.83 mg/dl. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected, vitros glu and vitros crea results were obtained when processing quality control fluids and patient samples were not processed. However, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. Ortho was not made aware of any patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number 2012007 and 2017838/ivd 431189. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved.